Event description:
Two 12mm x stop interspinous decompression spinal implants were inserted at l2-3 and l3-4. It was reported that the surgeon experienced difficulty placing implant at l2-3 due to spinal anatomy, and that postoperatively, patient complained of pain. Approximately two weeks after initial surgery, the 12mm implant at l2-3 was explanted and a 14mm implant was inserted at l4-5.

Manufacturer narrative:
H6. Method: device not returned. Results: no conclusion can be drawn at this time. Conclusion: following revision surgery, a low white blood cell count and suspected infection were reported. Approximately three weeks after the report of suspected infection, the treating physician reported that patient had returned to clinic with no sign of infection and no complaints of pain.